Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital for unrelated reasons. Upon interrogation, it was discovered that right ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced on (B)(6) 2018. The patient was doing fine post surgery.